Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the drawer were not detected. The field service engineer found that auxiliary drawer 7 had multiple issues. A damaged retractor band, slide rails, and latch sensor were replaced. The station was tested in diagnostics, and the customer verified functionality through the medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies in the drawer were not being detected. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.